Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 164mg/l. The device was exposed to a high magnetic field. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during the rewind as a result of the motor encoder signal being out of phase. Unable to confirm any other errors due to the displacement test. The device was received with cracked case at the display window corners, cracked reservoir tube and battery tube threads, and scratched screen.